Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the flange had been changed to be angled instead of straight. There was unknown patient involvement and unknown patient harm/adverse event reported.